Event description:
Reporter stated that pt was exhibiting symptoms of hypoglycemia (delusional), during which his blood glucose measured 250 mg/dl, on the suspect device. Emergency medical services were reportedly contacted, and upon their arrival (10 minutes later), pt's blood glucose measured 38 mg/dl, on paramedics' blood glucose monitor. Reporter stated that pt was transported to the hosp, where he was admitted, and treated with an IV (contents not provided), for low blood glucose. No add'l details of pt's treatment were provided. Reporter noted that, prior to the event, pt had been adjusting insulin dosage based on results obtained on the suspect device. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.